Event description:
The following was reported by the user facility to the MFR on (B)(6) 2013. After dialysis treatment, the pt was observed to be trying to stand up, was restless and agitated. The pt was sent to the ER from the dialysis clinic to be observed for altered mental status and was admitted to hospital. The pt was being ruled out for a possible stroke (no MRI conducted due to pt's bmi of (B)(6)); pt placed on antibiotics; cause of the pt's altered mental status is unk. The product code and lot number for the dialyzer is unk.

Manufacturer narrative:
(B)(4) - unk device allegation at this time. The medical records related to this reported event were provided by the user facility and reviewed by the post market clinical staff and physician. The pt experienced mental status changes and became agitated. The dialysis treatment was discontinued and the pt was transported to the ER for eval. The pt was admitted for further eval. Discharge diagnosis revealed multiple comorbidities: altered mental status (unk etiology), cellulitis of right lower leg, esrd, ischemic heart disease with history of non st-segment elevation myocardial infarctions, chronic systolic chf with previous ejection fraction in the 28% range, type 2 diabetes mellitus with associated nephrotic syndrome, hypertensive cardiovascular disease, situational depression, b12 deficiency, overactive bladder, multifactorial anemia, gastroesophageal reflux disease, status post cholecystectomy and a history of urinary tract infections. The pt was treated with antibiotic therapy of vancomycin (for cellulitis), a MRI was not able to be obtained due to the pt's weight (bmi (B)(6)). The pt was discharged back to nursing home facility on (B)(6) 2013. Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. Currently, the mfg plant investigation is still on-going. A supplemental report will be submitted when the plant investigation is complete. See related mdrs: 1713747-2013-99907, 8030665-2013-00367, 1713747-2013-00180, 2937457-2013-00075, 3005162618-2013-00008.